Event description:
The drill was activated after loading. The drill spun the drill bit so fast it caused the drill bit to break. This occurred at 80% power. Again the same problem occurred at 40% power. This occurred in repetition, even with new drill bits. No injury occurred, however, this is a very dangerous situation.